Manufacturer narrative:
A1-a5 patient information were not provided h.11 sorin group italia manufactures the inspire 8f oxygenator. Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of seven high pressure excursion events involving inspire 8f oxygenators, during procedure. Oxygenator and respective perfusion tubing set were changed out as troubleshooting. There was no report of any patient injury.